Manufacturer narrative:
B3: 2024 was the reported year of the event but the exact day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal, the device loses power intermittently and fluid contamination in the device. The necessary repairs would constitute the device being beyond economic repair. No repairs were made.

Event description:
It was reported that the device had a cassette error. The results of the investigation found a delaminated downstream occlusion (dso) seal. There was no patient involvement.